Event description:
It was reported that the patient passed away due to complications during revision surgery of a non-sjm lead. During the procedure, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient expired due to complications of a non-abbott lead extraction attempted during the same procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).